Event description:
Initial sodium result of 131 meq/l. Same sample repeated gave result of 137 meq/l. The initial result was not reported. The field service representative determined, there was a problem with the rinse mechanism. The instrument was repaired.